Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. Edwards has learned that during re-do mitral valve replacement a 31 mm pericardial valve was implanted and when the patient came off bypass, there was severe mitral regurgitation coming down the central aspect and slightly eccentric component of the valve. It was learned that the patient was put back onto bypass and the 31mm pericardial valve was explanted and a 29mm pericardial was then implanted. The operative note indicated "it was difficult to get that valve in, getting it out was also difficult and some of the friable tissues, especially separating the left atrium and aorta, we had what appeared to be some aortic bleeding." In this case, additional information received indicated that the patient had significant scar and adhesion tissues which may have contributed to challenge in implanting and replacing the valve. There were no complications reported for the patient.

Manufacturer narrative:
Method = device was not returned. The device was not returned to edwards for analysis. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. In this case, additional information received indicated that the patient had significant scar and adhesion tissues which may have contributed to the challenge in implanting and replacing the valve. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.